Manufacturer narrative:
(B)(4) has been initiated for this issue. Model trex2, serial number/date (B)(4) is approximately 10 months old. The owner's manual part number 1110546, rev.g(feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
A report was received from a dealer who states the seat upholstery is coming apart around the screw holes, axles and bearings on the wheels are bent. The wheels are bent in towards the frame of the chair. The wheels are rubbing on the sides of the chair. There is no injury. Replacement parts were sent.